Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent dislodgment and damage occurred. The target lesion was located in a coronary artery. A 4.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. The stent was then deployed at nominal pressure. However, after the stent delivery system was removed from the patient's body, the stent was noted to have moved on to the shaft and was very deformed. No patient complications were reported and the patient's status was fine.